Manufacturer narrative:
A device malfunction is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Rptr indicated that the handheld was "contaminated" and "would always give them error messages when they used it." Troubleshooting did not resolve the reported issues. The handheld was returned to MFR for analysis.